Event description:
A customer reported that their AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. They reported this did not occur during patient use.

Manufacturer narrative:
Analysis of the AED's log files did not identify a cause for the depleted battery pack. Although requested, the AED has not been returned and the cause of the complaint is not known.

Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. On 5/09/25 the AED identified a service code during a self test and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until 6/15/25 when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until 6/30/25 when a replacement battery pack was inserted into the AED. Based on the log review, the device was requested for return and further evaluation. Upon examination, the AED delivered a monophasic shock at 148.4 joules, rather than the intended biphasic waveform. Further investigation revealed significant oxidation and corrosion on the high-voltage board.